Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - was any surgical intervention performed specially re-suturing? Explain - any medical treatment provided or prescribed? If yes, please provide medicine name, strength, and dose - was there any alleged deficiency with the device as a contributing factor to the event? - in which tissue structure was the suture opened up? - what was the name of the procedure? - what was the procedure date? - what is the patient¿s current health status and condition? Investigation summary this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user with the wound open, apparently the suture breaking. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did wound dehiscence occur? - could you kindly provide the product code, please? - could you kindly provide the lot number, please? - please provide the source or name of person providing answers to follow-up questions: 1.) Yes. Please see attached video from surgeon in the procedure. 2.) Don¿t know the product code but it was a monocryl stratafix spiral 3.) Do not have this information 4.) (Please refer the attached email) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *was any surgical intervention performed specially re-suturing? Explain *any medical treatment provided or prescribed? If yes, please provide medicine name, strength, and dose *was there any alleged deficiency with the device as a contributing factor to the event? *tissue on which used? *name of procedure *initial procedure date? *lot number *product code *what is the patient¿s current health status and condition? The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. Post-op, it was reported to the dl by the sales rep that after they closed the wound the suture opened up and wound dehiscence occurred. The device was not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.